Manufacturer narrative:
(B)(4)

Event description:
This patient reported that he experienced heart palpitation episodes. Nerve stimulation was suspected. The device was reprogrammed. The patient was instructed to notify the physician if it happened again.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.